Manufacturer narrative:
A steris service technician arrived onsite and found that the site glass for the steam generator had become damaged allowing the water to leak and the reported event to occur. The unit is pending repairs. A follow-up MDR will be submitted when additional information becomes available.

Event description:
The user facility reported that steam and water were leaking from their amsco 400 sterilizer. No report of injury.

Manufacturer narrative:
The steris technician replaced the sight glass, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.